Manufacturer narrative:
No hairline crack at the case - reservoir compartment of the pump noted during visual inspection. However, the pump was received with a scratched case. The pump passed self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no unexpected charge/battery lasts less than expected noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. No rewind anomaly noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/22/2025 to 11/12/2025. There is no data available to verify battery related alarms/alerts or unexpected charge/battery lasts less than expected. No battery related alarms/alerts or unexpected charge/battery lasts less than expected noted during testing. There was no data available to verify if the customer experienced an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 27-aug-2025 in the formatted history file. There was no data available to verify no delivery alarm/insulin flow blocked alarm on the event date of 27-aug-2025. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.73 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, charge/battery lasts less than expected, rewind anomaly (slower to rewind), keypad anomaly and sensor anomaly were not confirmed. Cosmetic damage (hairline crack) at the case - reservoir compartment was not confirmed, however, other cosmetic damage was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hairline fractures near back of reservoir, buttons are less responsive, slower to rewind, no delivery alarms occasionally, battery has less than a week 4-5 days, sensor failures. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884l. The customer reported a past insulin flow blocked alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-332a, unomedical, mmt-1884l.